Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed, however, the device operated within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.